Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would intermittently black out when delivering a bolus. Tandem technical support informed the customer that the screen has a time out setting and if the user makes 3 unregistered touches, the screen would time out; however, the customer insisted this was not the issue. There was no information provided regarding the customer's blood glucose level. The customer declined to provide any further information.